Event description:
It was reported that the filter had perforated the mesentery. On (B)(6) 2007, the patient was implanted with a greenfield filter. The patient had a history of bilateral pulmonary embolus and deep venous thrombosis (dvt). In (B)(6) 2022, it was reported that the filter had perforated the mesentery. No further patient complications were reported.